Event description:
Cardiopulmonary bypass was initiated at 0917, at 0921 a blood leak was noticed where the heat exchanger attaches to the oxygenator. Surgeon was immediately informed. Cardiopulmonary bypass was terminated to change oxygenator. Patient ventilated by anesthesia. Cardiopulmonary bypass was re-instituted within one minute with no further problems. Patient was weaned from cardiopulmonary bypass with no apparent problems.